Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that her son was hospitalized due to diabetic ketoacidosis. The patient's blood glucose reading was 739 mg/dl. At the hospital, the patient was treated with IV and injections. Through troubleshooting it was determined the pumps alarm history read, no delivery, low reservoir and low battery. The current blood glucose reading is 219 mg/dl. No further information reported.